Manufacturer narrative:
Technical services discussed with the caller further troubleshooting that could be performed. Because all other measurements are normal, it was recommended that the issue be monitored. At this time there is no additional information available. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 30.5 centimeters from the is-1 terminal pin and only the proximal segment was returned. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the returned segment found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. An initial report was previously submitted to FDA on (B)(4) 2005; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Guidant received information that there was a shocking impedance measurement of 106 ohms recorded for this lead on (B)(6) 2004. The patient reports that he felt something in his chest around his heart area. All subsequent impedance measurements have been normal, and all pacing and sensing measurements are good.